Event description:
The following was reported to gore; on (B)(6) 2018, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using two gore® tag® conformable thoracic endoprostheses. Tgu454520j was implanted proximally and tgu343415j was implanted distally. A bird beak and a type ia endoleak were observed proximally and a touch up ballooning was performed again. But the endoleak still remained. The physician decided to monitor it. On an unknown date, a follow-up CT revealed the endoleak. The physician recommended an reintervention, but the patient was unwilling to do that at that time. On (B)(6) 2021, the patient vomited blood (cause is unknown). The physician decided to do the reintervention. On (B)(6) 2021, the patient underwent a total arch replacement (tar) and elephant trunk procedure. On (B)(6) 2021, two gore® tag® conformable thoracic stent graft with active control system were implanted to connect the initial gore® tag® conformable thoracic endoprosthesis and the device which was implanted on (B)(6) 2021. Bird beaks were observed at the proximal of each of two gore® tag® conformable thoracic stent graft with active control system and distal of the initial gore® tag® conformable thoracic endoprosthesis. However, there were no endoleaks. The patient tolerated the procedure.

Manufacturer narrative:
(B)(4).